Event description:
It was reported that after the previous replacement surgery, the patient stated doing what the physician instructed and pumped the inflatable penile prosthesis (ipp) up three or four times a day while having no sex. Posteriorly, the patient attempted to inflate the device and the pump "stayed flat" and would not take in the fluid. A surgery was performed in which only the pump was replaced. During this procedure, the physician had to cut the tubes, leaving the pump "high up". Product performance analyst (ppa) was unable to request further information, as customer contact for the account is unknown.